Manufacturer narrative:
The reported events of noise and no sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented to the emergency room with atrioventricular heart block for which an implant was recommended. During the implant procedure, the right atrial lead when placed in the appendage and connected to a pacing system analyzer (psa), was noted to exhibit noise with no signal, no markers were observed, no stable numbers were sensed. A different psa was used with similar results. The lead was exchanged. A possibility of interference due to the procedure occurring in a different room than the norm was discussed and a decision was made not to conduct any more implants in that room. The patient was stable.